Manufacturer narrative:
(B)(4). The jaws of the incident sample were not stuck shut and opened and closed normally when the handle was activated. Covidien could not confirm the customer's report.

Event description:
The customer reported that the device jaws could not be re-opened. Another device was used to pry the jaws open and remove it from the patient. There was no patient injury reported.